Event description:
The patient reported a red, sore and bleeding area of skin under the tape collar on both the left and right sides of the stoma. The issue initially presented in (B)(6) 2012. The patient sought medical treatment and was prescribed an antibiotic ointment and stoma powder. There has reportedly been no improvement with the use of the ointment and powder. No further information was reported as a result of this event.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The batch record review found no objective evidence of discrepancies related to this complaint issue.